Event description:
On (B)(6) 2011, the account generated false positive axsym troponin-I adv results (initial = 0.46 ng/ml, three hours later = 0.41 ng/ml, six hours later = 0.48 ng/ml) on an emergency room patient who tested istat and access negative. The account uses 0.40 ng/ml as a negative cutoff for axsym troponin-I adv. A second specimen was obtained on (B)(6) 2011, which also generated positive axsym troponin-I adv results but access negative results. The physician stated the patient is not having a cardiac event. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. False positive result (B)(4). No consequences or impact to patient (B)(4).

Manufacturer narrative:
The ticket search determined that there is no unusual activity for the likely cause lot and the 3 month bucket search determined that complaint activity was not atypical for the issue under investigation. Accuracy testing was completed for this investigation. The accuracy testing was performed using likely cause reagent lot 01385m600 with in-house human serum based panels which met specifications. Additionally, the customer returned patient sample was tested via the analytical specificity testing plan including dilution linearity and hbt testing. The dilution linearity showed the presence of interfering substances. Per the hbt package insert, if the sample contained heterophilic antibodies we would expect the result to be lower then the neat result. This was not the case since the result was higher than the neat result. Therefor the hbt testing ruled out the presence of heterophilic antibodies. Based on the results of this investigation, the source of the discrepancy is the patient specimen and not the abbott product. The axsym troponin-I adv assay is performing as intended and no additional product issues were identified. No product deficiency or malfunction was identified.